Event description:
Caller reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction did not recur, and the customer was instructed to call back if the issue happened again. No additional information was provided regarding the outcome.